Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have a doctor's appointment on (B)(6) because they are still leaking, they fell in (B)(6) and had a funny feeling that it may have moved because of what they were pinching feeling in their rectum. Patient said they had x rays taken for other issues and it showed the unit did move, dr shariati said it did not move a lot so their doctor adjusted it and that resolved the issue but now they are leaking again. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected to their doctor. During the call patient was successful to synch with their implant and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.